Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via field representative regarding solera 4.75 cocr rods used for long construct deformity cases. It was reported that both the rod broke, and revision surgery was performed to explant. Patient had increasing deformity and pain due to rod breakage. Labeling was followed throughout the procedure. Product used for deformity surgeries where short term goal is decompression, deformity correction & stabilization with long term goal of fusion.